Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "numbness" and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions ¿ in order to minimize the risks of potential complications, this product should only be used by health care practitioners who have appropriate training, experience, and who are knowledgeable about the anatomy at and around the site of injection. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported a patient was injected with 2 syringes juvéderm voluma® xc using a cannula and 1 syringe of juvéderm vollure¿ xc into the cheeks. Patient experienced pain and "acute numbness, on [their] left face including [their] left nasal sidewall, left cheek, left upper lip and upper teeth," further clarified as, "patient had numbness along [their] left nasal sidewall as well as the left malar region and left upper lip." Symptoms occurred 1 day after injection. Patient self-prescribed sinus medication on the same day symptoms were experienced. Patient was injected with 300u vitrase 2 days after the dermal filler injection, and 100u vitrase 7 days after the dermal filler injection. Patient feels better, but is still experiencing numbness. They suspected the product was injected on top of the nerve. From what they can tell, there is no product left, following the vitrase injections. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00915 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, also a device manufactured by allergan.